Manufacturer narrative:
Physio-control evaluated the customer's device and could not confirm the reported issue. The device powered on without issue. The customer received a replacement device. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.